Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Litigation papers allege: on or about (B)(6) 2006, patient was implanted with a depuy acetabular hip on her left side. On (B)(6) 2008, patient was implanted with a depuy pinnacle acetabular hip on her right side. Patient has reportedly experienced pain and deterioration in both lower extremities. Additionally, it is alleged that patient will need revision surgery on both hips. Doi: (B)(6) 2006 (left side). Doi: (B)(6) 2008 (right side). Dor: n/I. Patient resides in (B)(6). Update: (B)(6) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.